Event description:
Complainant alleged that the device advised shock for a non-shockable rhythm when connected to a stimulator. Complainant did not indicate that there was any patient involvement in the reported malfunction.